Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted. (B)(4).

Event description:
The physician gained access via the right common femoral and wanted to go up and over to the left side to image the leg that the patient was having trouble with. The physician tried several diagnostic catheters to get over the horn but was unsuccessful due to not being able to cross previously placed iliac stents. As a last resort, the physician chose to use a glide wire and the 035x150 trailblazer. The physician was finally able to get both the guidewire and trailblazer over the horn and diagnostic pictures were taken of the left leg showing significant sfa disease. As the physician tried to remove the trailblazer over the horn, it became stuck in the iliac stents. He was forced to pull hard on the trailblazer to attempt to get it back through the stents, but the distal end of the trailblazer broke off and became lodged in the stents. The physician decided the piece of the trailblazer that broke off would need to be removed surgically. The patient was transferred to the local hospital. The physician stated that the patient already needed a fem-pop bypass, therefore the left femoral artery was opened surgically to remove the trailblazer and then perform the bypass. The physician was able to successfully remove the portion of the tb that was broken off and also successfully complete the bypass surgery. Evaluation of the trailblazer was completed february 12, 2016. The trailblazer was received in two pieces. The distal and shorter segment was placed within a sealed specimen cup. The other segment of the trailblazer showed a 260cm guidewire inserted. The proximal segment measured from the distal end of the trailblazer to the strain relief was approximately 143.5cm long. The guidewire was removed and blood was present throughout. The distal end of the proximal segment showed the catheter was flattened/crushed. The distal segment was inspected and measured to be approximately 10cm in length. The segment was inspected and showed various bend and creases to the catheter. The fracture face of the distal segment showed the catheter was flattened/crushed. It should be noted all three marker bands were accounted for within the distal catheter segment and no damage was observed to the distal tip of the catheter. The total length of both segments was approximately 153.5cm and according to the product labeling the working length is 150cm, which indicates the catheter was stretched. The instructions for use includes the following: "if resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to device or lumen. Carefully withdraw the support catheter".